Event description:
It was alleged that the patient received "freezer burn" like spots on their bottom during treatment. It was alleged that the patient was turned every two hours. The patient was treated with cream applied to the affected area after the treatment was stopped.

Manufacturer narrative:
The customer reported that they have not been able to find any defects with the device. It was identified that a possible cause for this issue could be use error (not checking patient skin condition or not keeping skin dry). The account manager has offered to provide additional training to the users.

Event description:
It was alleged that the patient received "freezer burn" like spots on their bottom during treatment. It was alleged that the patient was turned every two hours. The patient was treated with cream applied to the affected area after the treatment was stopped.